Manufacturer narrative:
(B)(4). Insulin pump was received with a pump error alarm during prime or seating test due to a problem isolated to electrical board unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test or verify pump error alarm due to pump error.

Event description:
The customer reported via phone call that the insulin pump had a multiple insulin pump error alarms. The customer¿s blood glucose level was 79 mg/dl. The customer stated that the insulin pump was not exposed to a high magnetic field. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.